Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 guidewire inside of the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. There was a. 035 guidewire stuck in the lumen of the device that was protruding out from the tip approximately 34.5cm. The wire was sticking out of the proximal end approximately 67.5cm. The pull handle was completely pulled to its complete travel. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the upper leg. A 6x100x130 innova¿ stent was successfully deployed. Upon withdrawing, it was noted that the stent catheter was stuck on the guidewire. The devices were removed from the patient together. A new wire was engaged and the stent was post dilated. There were no patient complications and the patient status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the upper leg. A 6x100x130 innova¿ stent was successfully deployed. Upon withdrawing, it was noted that the stent catheter was stuck on the guidewire. The devices were removed from the patient together. A new wire was engaged and the stent was post dilated. There were no patient complications and the patient status was stable.